Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The device was not returned.

Event description:
It was reported that the catheter was not draining directly into the drain bag and as a result allowed for urine leakage. No medical intervention was reported.